Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a signal artifact monitor (sam) episode and exhibited high pacing impedance out of range. Technical services (ts) was consulted and identified minute ventilation (mv) signals that lead to a sam episode with respiratory sensor vector switched. In addition, a sudden increase in pacing lead impedance was observed, and ts reviewed reasons for the exhibited behavior. Further clinical evaluation was recommended. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated event description on b5 and updated impact codes in h6. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a signal artifact monitor (sam) episode and exhibited high pacing impedance out of range. Technical services (ts) was consulted and identified minute ventilation (mv) signals that lead to a sam episode with respiratory sensor vector switched. In addition, a sudden increase in pacing lead impedance was observed, and ts reviewed reasons for the exhibited behavior. Further clinical evaluation was recommended. This crt-d remains in service. No adverse patient effects were reported. Additional information was received. This crt-d was explanted, and the ra lead was capped. This crt-d has not been returned for analysis. No additional adverse patient effects were reported.